Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The dual drive console (ddc) is not a single use device. Approximate age of the device is 19 years 6 months (calculated from the manufacture date of the dual drive console). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported with paracorporeal ventricular assist device (pvad) for left ventricular support. It was reported that during transport from the operating room (or) to intensive care unit (ICU) post-implant procedure on (B)(6) 2016, the ddc unit failed to operate. It was reported that, a low battery alarm occurred on the upper module while the patient was on support, and that the console shut down. The lvad clinicians hand pumped the device while transferring the patient to back-up ddc unit. It was reported that the patient was not harmed. A (B)(4) representative was dispatched to evaluate the unit. On 11/26/2016, (B)(4) was dispatched to replace the batteries in both upper and lower module of ddc. It was reported that the ddc passed functional tests.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined as the device was not returned for evaluation. It was reported that a contract field service engineer dispatched to the customer site to evaluate the device replaced the batteries in both the upper and lower modules of the dual driver console (ddc) and the ddc passed functional tests. No further information was provided. The manufacturer is closing the file on this event.